Event description:
Oversensing on the right ventricular was suspected to be due to myopotentials.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in pacing lead impedance and post-paced t-wave oversensing due to noise were noted on the right ventricular (rv) lead. Device reprogramming is anticipated. The patient was stable.